Event description:
The manufacturer received information alleging an issue related to bipap device's sound abatement foam. The patient alleged visualization of particles in the air path. Patient also alleged shortness of breath/difficulty breathing and a cough. There is no allegation of serious or permanent harm or injury. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging an issue related to bipap device's sound abatement foam. The patient alleged visualization of particles in the air path. Patient also alleged shortness of breath/difficulty breathing and a cough. There is no allegation of serious or permanent harm or injury. The device was returned to the manufacturer's service center for further evaluation. The device was evaluated. The manufacturer found scratched on ui panel, damaged button on upper enclosure and damaged bottom enclosure. The internal aspect of the device was inspected. The device powered on and airflow was confirmed. The device's downloaded logs were reviewed by the manufacturer. There were no error found. The manufacturer concludes that they could not confirm the customer's allegation and there was no visible foam degradation but found scratched on ui panel, damaged button on upper enclosure and damaged bottom enclosure.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging visualization of particles related to a CPAP device's sound abatement foam. Patient also alleged shortness of breath/difficulty breathing and a cough. There is no allegation of serious or permanent harm or injury. Repeated attempts to have the device and components returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed.